Event description:
Reportedly, the esophagus was diverted during the reintervention on (B)(6) 2019. While waiting to get the grafts explanted, the patient expired (exact date is not known). Cause of death is due to the esophagus complications and infection. (B)(6) 2019 will be used as date of death, since actual date is unknown, but the patient expired after the reintervention.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu373720/18696187. UDI: (B)(4). Concomitant medical products: patient medications: levophed, propofol, and fentanyl. (B)(6).

Event description:
On (B)(6) 2019, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a descending thoracic dissection. It was reported the patient presented to the emergency room and that computed tomography (CT) images dated (B)(6) 2019, revealed a type b dissection in the thoracic aorta as well as an aorta esophageal fistula. The CT also revealed the stent struts had penetrated through into the esophagus and that area is infected. The physician chose to implant an additional conformable gore® tag® thoracic endoprosthesis until the patient becomes stable for a possible explant procedure. It is unknown if there was an existing infection or an existing fistula, patient was implanted at a different facility. The patient tolerated the reintervention.